Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("pain during sexual intercourse"), pruritus ("itching"), menometrorrhagia ("excessive bleeding, changes in menstrual cycle"), headache ("headaches"), pelvic adhesions ("pelvic adherences"), breast enlargement ("breast size increase"), nail disorder ("damaged nails"), hair disorder ("damaged hair"), urinary incontinence ("urinary incontinence"), depression ("moderate depression"), fatigue ("chronic tiredness"), libido decreased ("reduced sex drive"), haemorrhoids ("haemorrhoids"), large intestine polyp ("colon polyps"), gastrointestinal angiodysplasia ("colon angiodysplasia") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, pruritus, menometrorrhagia, headache, pelvic adhesions, weight increased, breast enlargement, nail disorder, hair disorder, urinary incontinence, depression, fatigue, libido decreased, haemorrhoids, large intestine polyp, gastrointestinal angiodysplasia and swelling outcome was unknown. The reporter considered breast enlargement, depression, dyspareunia, fatigue, gastrointestinal angiodysplasia, haemorrhoids, hair disorder, headache, large intestine polyp, libido decreased, menometrorrhagia, nail disorder, pelvic adhesions, pelvic pain, pruritus, swelling, urinary incontinence and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("pain during sexual intercourse"), pruritus ("itching"), menometrorrhagia ("excessive bleeding, changes in menstrual cycle"), headache ("headaches"), pelvic adhesions ("pelvic adherences"), breast enlargement ("breast size increase"), nail disorder ("damaged nails"), hair injury ("damaged hair"), urinary incontinence ("urinary incontinence"), depression ("moderate depression"), fatigue ("chronic tiredness"), libido decreased ("reduced sex drive"), haemorrhoids ("haemorrhoids"), large intestine polyp ("colon polyps"), gastrointestinal angiodysplasia ("colon angiodysplasia") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, pruritus, menometrorrhagia, headache, pelvic adhesions, weight increased, breast enlargement, nail disorder, hair injury, urinary incontinence, depression, fatigue, libido decreased, haemorrhoids, large intestine polyp, gastrointestinal angiodysplasia and swelling outcome was unknown. The reporter considered breast enlargement, depression, dyspareunia, fatigue, gastrointestinal angiodysplasia, haemorrhoids, hair injury, headache, large intestine polyp, libido decreased, menometrorrhagia, nail disorder, pelvic adhesions, pelvic pain, pruritus, swelling, urinary incontinence and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.